Manufacturer narrative:
(B)(4). Concomitant medical products: us157854 m2a-magnum pf cup 54odx48id 302240, 157448 m2a-magnum mod hd sz 48mm 48mm 339660, 192012 echo por fmrl nc 12x140mm 267000. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00844 cup 0001825034 - 2020 - 00845 head.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty. The patient was revised approximately seven years later due to allegations of cup migration and loosening, pain, altr, metallosis and corrosion. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Upon reassessment of the reported event, the taper was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the taper was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.